Event description:
After injecting into the catheter there was immediate leakage from the skin entry site. After removing the catheter, the doctors saw no obvious leakage site, and flushed it normally.

Manufacturer narrative:
A lot history review (lhr) of huwh1757 showed no other similar product complaint(s) from this lot number.